Manufacturer narrative:
This event has been recorded been recorded under (B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, and lot identification was not provided. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
No additional event details.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The investigation is still in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the tip was falling off. The timing of event was during surgery. There was no harm to the patient. Delay of 10 minutes reported. Surgery completed with another device. Device¿s tip continues to fall off the hand piece. Surgeons using skin tape to wrap around tip and hand piece to keep it on. No parts fell in patient. No adverse events were reported as a result of this malfunction.